Event description:
The patient was having a bedside egd. The scope and gastric tube were in place. They tried to pull on the pump device and it would not pull in and out. It was like it was off track. A new kit was opened and the pump device worked without problems. The gastric tube remained in place.